Event description:
Hcp reported pt was admitted to the hosp for monitoring of boils that would burst. Pt was released two days later. The ipg had been taken out earlier after the pt had fluid build up around the device. The device was put back in and the fluid returned. Hcp awaiting culture results.